Event description:
The customer reported that the device was not sealing properly even though an end tone, signifying a completed seal cycle, was heard. There was minimal bleeding after the seal and the forcetriad was set at 2 bars. The procedure was a live donor nephrectomy. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Date sent: 02/14/2014.